Event description:
It was reported that during implant attempt, the device did not pace in either the atrium or ventricle when the leads were connected. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4). Upon inspection there as noted damage to the grommet, however the cause of this is unknown.